Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using byte day aligners, a patient experienced lacerations and tissue breakdown due to improper fitting aligners. The patient's dentist recommended the patient cease treatment immediately.